Event description:
During a percutaneous transluminal angioplasty (pta) procedure, approx 3.5 cm of the 6fr avanti introducer sheath separated during removal and remained in the pt. The insertion site was a dialysis graft in the pt's left upper arm. The sheath was anchored in place by a suture around it during the procedure. While preparing for removal, the sheath was inspected to see if it was nicked by the suture and it was not. The sheath was removed and approx 3.5 cm of the sheath was left inside the pt. At this point, the graft was re-accessed with another sheath and an angioplasty balloon was inflated and left in place distal to the separated sheath to avoid migration. The pt was prepped and taken for emergency surgery to remove the sheath. The sheath was removed successfully. The pt recovered and was discharged the same day of the procedure.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional info will be submitted within 30 days upon receipt.